Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, after the sheath was inserted into the patient, blood backflow and leakage were observed. The side port and sheath junction was fractured, but it was not detached. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f swartz braided introducer sheath was received for evaluation. The reported event of device damage was confirmed; the sheath tubing had partially fractured from the sheath hub. The sheath passed aspiration leak testing with no anomalies observed. Pressure leak testing was unable to be performed due to the aforementioned damage. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The causes of the damaged seals and the fracture remain unknown.